Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 was failed. A field service engineer (fse) identified a small piece of paper in the back of the open and close sensor which exhibited a blockage. Fse removed the blockage to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main or 1 drawer 1 would recover but failed again within minutes, without any user interaction or sign-in. Additionally, customer mentioned there was an irregular incident where all drawers become accessible (unlocked) even though no user was signed into the machine. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.